Event description:
ICD device and both leads explanted due to infection. Attempting to remove ventricular lead: appropriate counterclockwise turns were applied in order to retract helix. By fluoro, it appeared by helix mechanism markers that helix was retracted. However, upon retracting lead, a "pup" was felt and under direct observation, the helix was found not to be retracted.